Event description:
I had a problem with corneal erosion, which was treated by my eye dr. At that time, I went into contact lenses and have been using amo complete moisture plus to clean and store my lenses. Last week, I began to have some redness and discomfort, but unfortunately was out of town. I called my dr yesterday because the redness had gotten much worse and the eye with corneal erosion was very red and uncomfortable. He was out of town for the weekend but advised what to do to relieve this discomfort. The pain has been alleviated, however, both eyes still have redness, much reduced. I attributed this to the corneal erosion until I saw the recall of amo complete moistureplus this morning. Used in 2006.